Event description:
On 29-may-2026, it was reported by an arthrex subsidiary employee via sems (B)(4) that an ar-6480 dw arthroscopy pump's pressure was observed to rise to 60, even though it was set to 50 for the shoulder. This was discovered during a procedure with no patient harm reported.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.